Event description:
It was reported by the patient's spouse that the lead was defective. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 8.8-9.3cm from the helix, consistent with friction to another device. The etfe coating was abraded at the same location. Externalized conductors due to internal insulation abrasion were found at 12.3-15.2cm from the helix. The etfe coating was intact at the same location.